Event description:
It was reported that the patient had been having issues speaking and breathing since a recent full revision surgery. Information was received from the patient's neurologist that the patient had a paralyzed left vocal cord. The patient's device was not programmed on after surgery and remains disabled. No additional or relevant information has been received to date.